Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. Information regarding the initial reporter section: occupation- unknown. Information regarding PMA/510(k): k200972. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge, however a gap was present. The returned catheter had red discoloration at the distal tip and brown discoloration inside the tubing. The device was tested as returned and did not spray as intended. The co2 cartridge did not discharge upon deactivation and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. The returned catheter was attached and sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Information regarding the initial reporter section: occupation- unknown. Information regarding PMA/510(k): k200972. Investigation evaluation: the device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used hemospray endoscopic hemostat. The customer opened the package and activated the carbon dioxide (co2). There was hardly any powder that came out. Then the customer opened another package with a different lot number and they had the same issue again. Additional information received on 11-june-2021 stated that the customer used a gold probe with adrenaline to treat the bleeding ulcer. It looked like it stopped the bleeding, but one vessel was still visible. So the doctor tried to use the gold probe one more time. When the gold probe was used, the vessel started to bleed again. It wasn't possible to stop the bleeding with adrenaline or with any other procedures. So we decided to use the hemospray to stop the bleeding temporarily so we can do the examination again the day after. We dried the work channel 3 times with a syringe filled with air. Then we put the cannula through the scope with a thumb on the end and without suction through the working channel. We applied the hemospray to the end of the cannula and turned on the red knob on the button. When it was time to eject the hemospray, we turned the knob on the top and with a pulsation movement the spray was ejected. The spray wouldn't work, so we did everything again with a different cannula. When this wouldn't work, again, we tried a whole different set. We did everything again like the last time (dried work channel, thumb on cannula, turning knobs) and again the spray wouldn't come out. We checked both hemosprays out of the patient and they wouldn't work. We stopped the procedure and hoped the bleeding would stop and we looked again the day after. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient required a longer stay on the medium care for extra monitoring. A subsequent emdr report will be sent to capture the second device malfunction.